Manufacturer narrative:
Additional information was received that the issue was attributed to rough handling during the cleaning process. This is a use error; there was no reportable malfunction.

Event description:
It was reported that the side panel was broken. There was no patient involvement.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. D4 primary UDI number: this device was not manufactured for sale in the USA and therefore a USA UDI is not available. Legal manufacturer: gehc trout - 3114 n grandview blvd. USA waukesha, wi 53188